Event description:
A report was received that a pt was explanted due to an infection. The pt was diagnosed with mrsa 4 yrs ago, but there was no confirmation on the nature of the pt's infection at this time, as the cultures were not available.

Manufacturer narrative:
The explanted devices involved will not be returned for analysis, as they were discarded by the medical facility.